Event description:
An error message was reported with the adc device. Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. They were then seen by a health care professional where glucose was administered via intravenous injection for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is based off the information give of "early february''. All pertinent information available to abbott diabetes care has been submitted.